Manufacturer narrative:
This report is for an unknown dynamic hip screw (dhs)/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: liu, l. Et al. (2019), total hip arthroplasty for intertrochanteric fracture fixation failure, european journal of medical research, vol. 24, pages 1-7 (china). The purpose of this study is to describe tha salvage treatment of 18 elderly patients suffering intertrochanteric fracture fixation failure, with positive clinical outcomes. A total of 18 patients underwent tha reconstruction because of proximal femoral nail anti-rotation (pfna) failure and 6 cases of dynamic hip screw (dhs) failure. 5 patients were treated using proximal fixation prosthesis (aplha porous-coated biological handle, smith & nephew) and 9 patients were treated by distal fixation of the prosthesis (solution biological stem, depuy). The duration of follow-up was 19¿54 months (average 26.2 months). The following complications were reported as follows: a (B)(6) year-old male patient underwent open reduction and internal fixation (dhs) surgery for a trauma related intertrochanteric fracture of the right femur. At 19 months post-surgery the patient exhibited nonunion and varus deformity of the hip. Dhs internal fixation removed. Hip digital radiology at 3 months showing successful tha reconstruction. Hip joint center and eccentricity were well reconstructed. A (B)(6) year-old male patient underwent closed reduction and internal fixation with pfna for a fall-related intertrochanteric fracture of his left femur. At 16 months post-surgery the patient exhibited emerging fracture nonunion and loosening. 5 patients had proximal femoral nail anti-rotation (pfna) failure. 2 ptients had loosening facture who suffered hip pain, limited activity and shortening of the affected limb (average 3 cm compared to the contralateral limb), and unable to walk with a basic load. 3 patients had femoral cutting who suffered hip pain, limited activity and shortening of the affected limb (average 3 cm compared to the contralateral limb), and unable to walk with a basic load. 6 patients had dynamic hip screw (dhs) failure. 3 patients had fracture fixation who suffered hip pain, limited activity and shortening of the affected limb (average 3 cm compared to the contralateral limb), and unable to walk with a basic load. 1 patient had head and neck cutting who suffered hip pain, limited activity and shortening of the affected limb (average 3 cm compared to the contralateral limb), and unable to walk with a basic load. 2 patients had hip varus deformity who suffered hip pain, limited activity and shortening of the affected limb (average 3 cm compared to the contralateral limb), and unable to walk with a basic load. This report is for a dynamic hip screw (dhs). It captures the reported fracture fixation who suffered hip pain, limited activity and shortening of the affected limb (average 3 cm compared to the contralateral limb), and unable to walk with a basic load. This is report 5 of 7 for complaint (B)(4).